Event description:
On 19-jun-2025, the user's caregiver reported that on (B)(6) 2025 the user experienced a seizure following a low blood glucose (bg) event. Emergency medical services were called, and the user was treated with emergency glucagon (baqsimi). The user has a known history of epilepsy. A factory reset was later performed under healthcare provider guidance.

Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering log review found no device malfunctions. Based on available clinical data, the cause of the hypoglycemic event cannot be definitively determined without additional context. A "less than lunch" meal announcement was made at 3:02 pm when cgm glucose was 224 mg/dl, followed by continued glucose rise to a peak of 378 mg/dl at 4:17 pm. In response, the ilet delivered basal and correctional insulin. As cgm glucose began to trend downward, a second "less than lunch" announcement was made at 6:07 pm when glucose was 220 mg/dl. Cgm glucose subsequently dropped to 54 mg/dl at 6:42 pm 35 minutes after the second announcement and reached a nadir of 39 mg/dl at 6:57 pm. This event appears to have been influenced by hyperglycemia following an initial meal announcement and subsequent insulin delivery, followed by an additional meal announcement during a downward glucose trend, which may have contributed to insulin stacking and the rapid onset of hypoglycemia.